Event description:
It was reported that pump generated recurring cartridge alarm 20 that continued even after new cartridge was loaded using proper technique, preventing customer from successfully resuming insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged warranty pump replacement, confirmed shipping details, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and instructed customer to return problematic pump using prepaid label within 10 days.